Manufacturer narrative:
(B)(4). D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: concomitant medical products: item: 01.00402.095; description: 95 proximale revitan; lot: unk. G2: foreign - event occurred in switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent revision surgery on an unknown date, due to fracture of the revitan stem. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10, h11. D4: attempts have been made to gather all product identification information, and no further information has been provided . No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a health care professional. The review identified that the initial x-rays confirm progressive loosening of the initial femoral stem component of the right thr along with development of a large ostelytic lesion of the proximal femur. Later post femoral stem revision with revitan stem show persistant osteolytic lesion and progressive loosening of the femoral stem, and eventual fracture of the revitan femoral stem connector with separation of the proximal and distal modular components of the femoral stem. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.